Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
On (B)(6) 2018 the customer observed a barcode sample ID mismatch while using the prism 6 channel analyzer. The customer indicated that sample ID (B)(4) was misread as (B)(4). The customer tried to trouble shoot on a second analyzer but a read error was generated on the second prism analyzer. The barcode labels are generated by the customer at the donor site. No impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return material is not available. Photographs of the barcodes was provided for review. Sample bar code labels are not an abbott product; customers make their own sample bar code labels per the guidelines in the abbott prism operations manual. The abbott prism operations manual provides adequate guidance on label print quality standards. Per the abbott prism operations manual: performance can be enhanced using labels with american national standards institute (ansi) grades a, b, or c. Bar code labels with ansi grades lower than c can provide valid reads, but the number of no read results will be higher and the possibility of misreads will be increased. Prism systems integration engineers reviewed the photographs and noted that the pictures show the poor quality of the label especially witnessed in the narrow bar regions. The narrow bars shown are not contiguous and are fragmented. The dimensions of the spaces and bars within a bar code label play a critical role in the correct decoding (reading) of the label and label print quality is an important parameter affecting the ability of a bar code reader to correctly decode the label information. Since the printed quality was so poor, especially in the narrow bar regions, the label could not be read reliably. This review indicates the label was of questionable print quality. The review of tracking and trending did not identify an adverse trend for the issue observed by the customer. There was no increase in complaint activity, only the complaint under review was identified. Labeling was reviewed and found to be adequate. Based on the available information no deficiency of the prism 6 channel analyzer, list number 036a36 was identified.